Manufacturer narrative:
The field reports of therapy was aborted for two shocks due to out of range impedance value and low defibrillation impedance were confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion at 7.0 cm to 7.4 cm from the rv connector pin caused by friction to device can breaching the df-1 right ventricular connector leg. One right ventricular etfe cable coating was abraded while the other etfe cable coating was intact at this location. The cause of the reported events was isolated to the exposure of the right ventricular cable conductor at that abrasion location.

Manufacturer narrative:
Correction: report type, new information received indicates event should have been malfunction. There was no indication of a serious injury to the patient.

Event description:
New information received indicates that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) failed to deliver high voltage therapy due to low, out of range defibrillation impedance. Programming changes were made. The patient was in stable condition

Event description:
New information received indicates that the right ventricular (rv) lead was explanted on (B)(6) 2026.

Event description:
It was reported that the patient received inappropriate shock by the right ventricular (rv) lead. No further information was provided.